Manufacturer narrative:
The technician found the hi/low switch was out of adjustment which prevented the bed from going into trend. The technician adjusted the hi/low switch to repair the bed.

Event description:
Information received indicates the bed will not go into trendelenburg.